Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.